Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative(rep) regarding a patient who was receiving morphine (40 mg/ml at 4.508 mg) via an implantable pump for non-malignant pain. It was reported that the patient had been presenting with withdrawal symptoms since their pump replacement. There were no additional factors reported to the rep regarding the issue. The healthcare provider (hcp) did a dye study. The catheter was intact, so they decided to replace the pump. The issue was resolved at the time of the report. The hcp had no additional information for the manufacturer.

Manufacturer narrative:
H3: device returned, analysis not yet complete. Will provide additional information when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.